Event description:
The pump was programmed to deliver an unspecified concentration of dilaudid. "The pump was programmed wrong. It went in faster than planned. Apparently, it was a programming error." There were no reported adverse pt effects. No medical interventions were required. The pump was removed from clinical service.